Event description:
Procedure: hysterectomy. According to the reporter: the jaws broke during use. They were able to retrieve the loose piece, there was no harm to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)